Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, yellow particles in the shell and broken shell. A visual and microscopic analysis was performed which identified crease sharp broken on radius, crease fold and wear abrasion. Base on the device analysis the final assessment is: a pattern of crease sharp on radius side of broken shell assessed as fold flaw opening.

Event description:
Healthcare professional reported a ruptured device on the right side. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a ruptured device on the right side. Device has been explanted.